Event description:
It is reported during an internal investigation, a buff light booth operator had accepted non-conforming devices which included cosmetic defects.

Manufacturer narrative:
Eval summary: during an internal investigation, a buff light booth operator had accepted non-conforming devices with cosmetic defects. A non-conforming buffed surface that articulates against the patellar or tibial polyethylene bearing surfaces has the potential to lead to increased poly wear and polyethylene debris generation. Eval: no complaints or adverse device effects from these knee implants have been reported. A very limited number of these devices have been reported to be implanted. The corrective and preventative actions (CAPA) that were taken are as follows: new, intensive light booth on the job training, new lighting at the grind operation to catch non-conformances upstream, new handling visual aid to help prevent handling damage after buffing operation and employee presentation to bring awareness to returns and importance of requirements. Zimmer, inc., initiated an initial notification to the first consignees for the 37 items beginning via phone on 04/17/2009. E-mail and letter notifications were sent commencing 04/22/2009. The recall reporting number is 1822565-04172009-006-r.